Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open sigmoid colectomy procedure, the first ligasure tissue sealing was not observed even though the machine provided feedback that the cycle was complete. There was no regrasp alert but end tone was heard but no ¿burning effect¿ was observed. The device was clean very frequently once jaw was observed to be dirty. The second device jaw could not close and the blade suddenly became exposed, then became stuck and could not be retracted after cut was performed. Another device was reportedly used successfully with the same generator. There was no patient injury.

Event description:
It was reported that during a procedure, the first ligasure tissue sealing was not observed even though the machine provided feedback that the cycle was complete. The second ligasure jaw could not close and the blade suddenly became exposed, then became stuck and could not be retracted after a few activations. Another device was reportedly used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: lf1923, jaw open lf1923 ligasure maryland 23cm (lot#:51760223x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.